Manufacturer narrative:
The customer reported that during patient unloading, the patient's hand was caught between the gap of the couch¿s pallet and the sub-frame covers, which resulted in patient injury. The patient was medically evaluated for their injury. The injury occurred when the operator selected the outward couch movement button and did not see that the patient's hand was positioned below the carbon top and sub-frame cover and not positioned correctly. The philips field service engineer (fse) evaluated the system and confirmed that all the safety devices in the system are working as specified. The fse reported that the operator had been instructed to watch the patient at all times. The operator was watching the patient from the left side and did not see the right arm drop down below the couch top on the right side. When the operator removed their hand from the control button, the couch movement halted. The patient had abrasions on their right hand which required 5 stitches. The patient was receiving a head scan, which completed successfully. The operator did not use a strap to hold the patient's arms at their sides. The trained operator is instructed, in the instructions for use manual, to monitor the patient at all times and appropriately secure the patient to avoid accidental contact with the system. Furthermore, the couch motion control includes collision avoidance software to halt motion when resistance is met. The patient received an injury; however, there was no system malfunction. The system worked as specified. This event was due to use error. The system is operational.

Event description:
This complaint has been evaluated based on the information provided. The customer reported that during patient unloading, the patient's arm became caught between the gantry and the pallet resulting in patient injury. The patient was medically evaluated and the wound required sutures. This issue has been determined to be a reportable event.